Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) mixer assembly and auto aligned it. The cse replaced sample 1 probe (s1) and reagent 2 probe (r2) mixer assembly and set the bottom of cuvette correction (bocc) by running an alignment test. The cse replaced and auto aligned the worn aliquot probe. The cse ran quick check and reran service test methods, after which resulted within range. The cse ran r2 mix test methods, resulting within range. Then the cse ran quality controls (qc), resulting within range. A siemens headquarter support center (hsc) specialist reviewed the instrument data provided and concluded that the data is consistent with inadequate mixing due to worn or damaged mixers. The cause of the discordant, falsely low glu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting higher. Sample ID: (B)(6) was repeated again on the original dimension vista instrument, resulting similar to the alternate dimension vista instrument result. The alternate dimension vista instrument results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.